Event description:
The pt was reported implanted with a t-sling on (B)(6) 2004 at (B)(6) by dr (B)(6), to treat her stress urinary incontinence. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between performance and alleged injury, current pt status.

Manufacturer narrative:
Date of event not provided by the complainant. Product name unk due to product unspecified by the complainant. Product common name unk due to product unspecified by the complainant. Lot number not provided by the complainant. Product expire date unknown as lot number not provided by the complainant. Product catalog number unk as product unspecified by complainant. Implant date not provided by the complainant; 510 (k) unk as product was unspecified by the complainant. The product code listed is not necessarily the product code assigned to the device 510 (k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product MFR date unk as lot number not provided by the complainant. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations and investigation into this claim has included a review of the claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between a cook biotech incorporated manufactured product's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.